Event description:
It was reported that the patient underwent surgery for a routine ipg replacement due to normal depletion. Incision was made and the left ipg was removed from the left chest. Surgeon looked at the ipg that had been removed from the chest and it clearly was not a medtronic percept pc ipg. It was a vns ipg. Surgeon went under the sterile drapes on the other side and palpated the right chest, finding the percept pc. At this point, the neurosurgery resident stated that the operative note from the original implant stated left chest and that the patient¿s mother stated left chest as well as consented for left chest ipg replacement. The vns ipg was interrogated and found to be out of battery. The vns ipg was placed back into the left chest pocket and closed. The patient was re-prepped and re-draped for a right side ipg replacement . The percept pc was successfully replaced. There were no impedance issues and the device was turned on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Provider confirmed the vns (vagus nerve stimulator) was a medtronic device.